Event description:
It was reported a patient enrolled in a clinical study underwent left total knee arthroplasty on an unknown date. Subsequently, the patient underwent manipulation of the left knee on (B)(6) 2004 due to arthrofibrosis. No components were removed. Additionally, the patient was revised on (B)(6) 2010 due to instability. The polyethylene bearing and locking bar were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.